Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular defibrillation lead exhibited a shock impedance of 0 ohms and low r waves. It was noted that the patient had been implanted with an impulse device in which boston scientific technical services (ts) discussed could have interfered with the shock lead integrity test. Ts discussed troubleshooting options. The lead remains in service. No adverse patient effects were reported.